Event description:
The device was returned to the service center with a report from the customer contact that the device does not work. However, during verification testing at the service center, evidence of electrical sparking was noted.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.